Event description:
After the physician opened the package of the 3.0 x 23mm cypher select stent, it was found that the balloon hub was split longitudinally while connecting it to the deflator. The crack was observed during the prepping phase and it occurred before it was connected to the indeflator. The procedure was completed with a 3.0 x 23 cypher select stent.

Manufacturer narrative:
Please note: this ous cypher select sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The product is expected to be returned for additional testing. Additional info will be submitted upon 30 days of receipt.